Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead impedance measurements. There is no evidence of oversensing and the patient is not pacemaker dependent. The patient cardiac condition has improved since implant and no longer has an indication for therapy. The device was deactivated but remains implanted. There are no plans to surgically intervene at this time. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead impedance measurements. There is no evidence of oversensing and the patient is not pacemaker dependent. The patient cardiac condition has improved since implant and no longer has an indication for therapy. The device was deactivated but remains implanted. There are no plans to surgically intervene at this time. No adverse patient effects were reported.